Event description:
It was reported that the display is scrambled. The leds all read "b". The user cannot see any part of the number on the display. It makes one number look like number 8. The unit was able to engage in patient monitoring activities. No known impact or consequences to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on but the display led segments were illuminating incorrectly. Corrosion was observed on several components on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.